Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had stuck buttons error. The customer blood glucose level was unknown. The customer stated that the insulin pump had multiple pump error alarm . The customer also stated that the battery compartment was crack. Customer declined troubleshooting. Customer advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 37 alarms. Stuck button alarms, or pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm due to a software error. No damage or moisture damage on keypad assembly or unlocked electrical board keypad connector. Device was also received with case cracked behind the device near the battery compartment.